Manufacturer narrative:
The device remained implanted and was not returned for analysis. The delivery catheter for trunk-ipsilateral leg endoprosthesis was also not returned for analysis. No pictures or images were provided for device analysis. The device evaluation was conducted based on what was reported to gore. According to product specialist in endovascular treatment of iliac artery aneurysms, where the patient has a very rare common iliac artery bifurcation anatomy where the distance between the right and left common iliac arteries is so narrow, it is possible that the tip of trunk-ipsilateral leg endoprosthesis delivery catheter touches the proximal end of the iliac branch component (ceb) device during the retrieval of the trunk-ipsilateral leg endoprosthesis delivery catheter. Therefore, if the tip of the catheter catches the proximal end of the ceb device, a resistance will be encountered. The gore® excluder® aaa endoprosthesis instruction for use (IFU) states: use fluoroscopic guidance during the withdrawal of the delivery catheter to assure safe removal from, and to avoid catching on, the endoprosthesis. Additionally, the IFU warns: do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter breakage or separation resulting in potential patient harms. Because no device, pictures, or images were provided for evaluation, the reported observation that ¿during removal of the device deployment/delivery system of the aortic trunk it got hung up and ripped the proximal edge of the ceb device and somehow pulled it and tore it apart¿ could not be confirmed from the currently available information. The likely cause for the reported event could not be determined with the available information. However, the rare anatomy of the patient could be contributed to the reported event.

Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprostheses states;; adverse events that may occur and / or require intervention include but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent endovascular treatment for a zone 9 infrarenal and a unilateral aorto iliac artery aneurysms and was implanted with gore® excluder® aaa endoprostheses, gore® excluder® iliac branch endoprostheses and gore® viabahn® vbx balloon expandable endoprostheses. It was reported that the top (proximal) portion of the iliac branch component (ceb) unraveled post implant. The wire framing of the trunk of the ceb came apart (coded 1800-e:-implantable device events post deployment - other/unknown). It was reported that during removal of the device deployment/delivery system of the aortic trunk it got hung up and ripped the proximal edge of the ceb device and somehow pulled it and tore apart; thoroughly compromising the seal. At this time the physician chose not to convert; the ceb was left implanted and physician came in from the arm and delivered a gore® viabahn® vbx balloon expandable endoprostheses (vbx) which was implanted into the internal iliac artry (iia) through the gate of the ceb. The vbx extended from the gate of the ibe to the internal iliac up to the flow divider of the aortic trunk main body. Then another vbx was implanted from the external iliac artery (eia) on the left side (ibe side) the vbx limb was deployed next to the vbx in the gate of the aortic main body. The procedure was then concluded with a slight endoleak (type unknown) seen originating from the proximal end of the ceb. The patient tolerated the procedure with good results.